Event description:
On or about (B)(6), 2022, plaintiff underwent placement of an angiodynamics 8f smartport product, reference number (B)(4), lot number 5743897. The device was implanted by dr. David c. Lynn, md at (B)(6) hospital in (B)(6) wisconsin, for the purpose of providing chemotherapy administration. On or about (B)(6), 2023, plaintiff was admitted to (B)(6) hospital for chest wall pain. During her extended hospital stay, plaintiff's smartport was found to have port leakage and fibrin sheath of the port catheter that required port removal and replacement. On or about (B)(6), 2023 following plaintiff's diagnosis, plaintiff's defective port was removed at (B)(6) hospital by dr. (B)(6) m.d. On or about (B)(6), 2023, plaintiff underwent placement of an angiodynamics 8f smartport product, reference number (B)(4), lot number 5748718. The device was implanted by dr. (B)(6), m.d. At (B)(6) hospital wisconsin, for the purpose of providing chemotherapy administration.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).